Event description:
The customer observed discrepant troponin results for 1 patient while using the architect stat troponin-I assay. The customer indicated they generated an initial result of 0.12 ng/ml and a repeat results of 0.01 ng/ml. The customer provided the cutoff value of 0.03 ng/ml to abbott on (B)(6) 2012. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 42965un11, a representative lot number was selected since the lot number was unknown, and met acceptance criteria which indicated that lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the architect stat troponin-I reagent; list 2k41, was not identified.